Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer returned pump for an alleged motor error alarm. Unit received with motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.